Manufacturer narrative:
Conclusion: the returned device supplemental sheets for rechargeable batteries were inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housings were clearly the reason for the malfunctions of the devices. This is a final report.

Event description:
A bulging and leaking dacapo powerpacks was found at service _ repair at med-el japan. The user requested repair of the device due to the bulging and leaking electrolyte, there was no injury reported. Per supplemental questionnaire, the user did not come into contact with battery chemistry.

Manufacturer narrative:
Conclusion: the returned device supplemental sheets for rechargeable batteries were inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housings were clearly the reason for the malfunction of the devices. It is very likely, that bulging of the housings caused the observed damage and indicates that the devices were not refreshed/used for a long period of time. However, no bulging could be observed. It is assumed that due to the broken housings, the pressure from the inside could escape and the deformation decreased. This is a final report.

Event description:
A bulging and leaking dacapo powerpacks was found at service _ repair at med-el japan. The user requested repair of the device due to the bulging and leaking electrolyte, there was no injury reported. Per supplemental questionnaire, the user did not come into contact with battery chemistry.

Manufacturer narrative:
The device will not be returned to the manufacturer due to iata shipping restrictions. When available, a failure analysis will be submitted as a follow up report.

Event description:
A bulging and leaking dacapo powerpacks was found at service repair at medel (B)(6). The user requested repair of the device due to the bulging and leaking electrolyte, however there was no injury reported. Per supplemental questionnaire, the user did not come into contact with battery chemistry.